Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 29mm sjm masters series valve expanded cuff was implanted. In (B)(6) 2021, prosthetic valve thrombosis was diagnosed and the patient was treated with thrombolytic therapy. The patient was reported to have recovered.